Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e226 on image due to evidence of corroded/corrosion inside the control body and scope connector unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced e226 scope communication error. This issue occurs during inspection for use. There were no reports of patient harm.